Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage to the device's lcd screen was observed by the technician. The device's lcd screen was replaced to address the issue. During the evaluation, the blower and stirring fan retainer due to black dirt ontamination, the inlet air path assembly and removable air path foam were replaced due to preventive maintenance.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage to the device's lcd screen was observed by the technician. The device's lcd screen was replaced to address the issue.